Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a planned follow-up performed on (B)(6) 2018, high (saturated at 3000 ohms) and abnormally low ventricular lead impedance measurements were simultaneously observed on the curve in (B)(6) 2018. Since then, ventricular lead impedance measurements were within normal range. Between (B)(6) 2018 and (B)(6) 2018, abnormally high ventricular rates during atrial fibrillation were also noted. Normal electrical performances were observed for the ventricular lead during the follow-up. The amplitude of the ventricular waves could not be measured because there was no spontaneous rhythm. Since the patient did not have any symptoms, it was decided to continue the patient¿s monitoring with the current pacemaker settings.

Event description:
Reportedly, during a planned follow-up performed on (B)(6) 2018, high (saturated at 3000 ohms) and abnormally low ventricular lead impedance measurements were simultaneously observed on the curve in (B)(6) 2018. Since then, ventricular lead impedance measurements were within normal range. Between (B)(6) 2018, abnormally high ventricular rates during atrial fibrillation were also noted. Normal electrical performances were observed for the ventricular lead during the follow-up. The amplitude of the ventricular waves could not be measured because there was no spontaneous rhythm. Since the patient did not have any symptoms, it was decided to continue the patient¿s monitoring with the current pacemaker settings.